Event description:
New information notes that the lead was explanted on (B)(6) 2019. The patient condition was stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an insulation issue with a lead was observed. The lead exhibited noise, low pacing impedance initially and high hv impedance later. Fluoroscopy confirmed that externalized conductors were present. The lead will be turned off and the patient will receive a temporary life vest. The patient condition is fine.